Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. Note: this report includes final evaluation findings. No add'l info is expected. Eval summary: the actual complaint device (lot 40111, manufactured july 2001) was returned and found to have both clear cartridge holder engagement tabs broken. This malfunction may result in an underdose. Corrective action: the may 2003 core user manual states, "do not damage or remove the cartridge holder tabs." "Do not use the pen if the cartridge holder tabs are broken. Contact your healthcare professional for a replacement pen." "Do not use the pen if any part of your pen appears broken or damaged. Contact lily, or your healthcare professional." In addition, the may 2003 user manual states, "your humapen ergo has been designed to be used for up to 3 years after first use. Record the date your pen was first used here: _/_/_. Contact your healthcare professional to get a new humapen ergo when your pen has been used for 3 years." There is evidence of improper use. Tool marks were observed on the mounting bayonet and engagement tab areas.

Event description:
This device case, which does not involve an adverse event, reported by a pharmacist, who contacted the company with a product complaint, concerns a female pt of unspecified age. The pt was taking an unspecified medication for treatment of an unk indication beginning eight to nine years ago (1999-2000) through a humapen ergo, teal/clear pen. On 19-mar-2008, the MFR received the device and it was determined that the old humapen ergo, teal/clear pen was falling apart, the cap was cracked with a piece missing, both spring arms were cracked and both engagement tabs were completely gone. Further info will be added when received. This case was associated with humapen ergo, teal/clear pen (lot 40111). The reporting pharmacist did not have an opinion of relatedness. Update 04-apr-2008: additional info from the lilly global product complaint database received on 3-apr-2008. Added lss analysis summary and updated EU/ca field.